Event description:
Updates on the event reported: the issue with the black substance was noted the date the user facility sent the scope out. It is unknown as to what substance was coming out of the scope. It is unknown whether the substance was thick or thin. The scope was not cultured. This issue was observed during reprocessing. There are no other details provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on customers reported issue.

Manufacturer narrative:
Device was evaluated. Inspection found scope was flooded, a substance was noted to be coming out from channel, black powder noted to be from bending section. No image was observed and deep scratches and dents were observed on the distal end plastic cover. The ¿a-rubber¿ glue was found cracked, peeling and loose edges were observed. Excessive play was observed on the control knob. Bending section was found stiff and deformed. In addition, leak was observed from the scope connector. Based on evaluation findings the reported issue was confirmed as an unknown substance was found coming out from the channel. The reported failures most probable cause could be due to users handling and maintenance issue. This report will be supplemented accordingly following investigations. This MDR is being submitted retrospectively as part of a remediation effort related to the recent system and process changes. A CAPA has been opened to manage the actions related to remediation of this issue and any required reporting.

Event description:
Black substance was found exiting from the device during cleaning was reported. There was no patient involvement, no user injury reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. All records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. Based on the results of the investigation, it was presumed that channel became perforated due to insertion/withdrawal of endo therapy accessories with excessive force. This may have allowed lubricant applied to outside of channel to come into channel through the perforation. As stated on the IFU (instruction for use) the user manual states: if air bubbles emerge from the endoscope continuously during the leakage test, do not use the endoscope. Water may enter the endoscope and cause a short circuit. This may result in image sensor damage. Using endo therapy accessories: if insertion or withdrawal of endo therapy accessories is difficult, straighten the bending section as much as possible without losing the endoscopic image. Inserting or withdrawing endo therapy accessories with excessive force may damage the instrument channel or endo therapy accessories and could cause some parts to fall off and/or cause patient injury. When inserting or withdrawing an endo therapy accessory, confirm that its distal end is closed or completely retracted into the sheath. Slowly insert or withdraw the endo therapy accessory straight into or from the slit of the biopsy valve. Otherwise, the biopsy valve or instrument channel may be damaged and pieces of it could fall off. It may cause patient injury. Olympus will continue to monitor complaints for this device.